Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information, causes for the reported clip opening while locked and clip opening while establishing final arm angle could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip open . It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. Then, during the deployment sequence, the first final arm angle (faa) passed and the lock line was retracted. However, the clip opened to 15 degrees. The clip was closed and after the lock line was removed, the second faa failed. Establishing the final arm angle/efaa failed three times; however, the clip was closed and the procedure continued. The clip was deployed, but opened to 20 degrees. The clip is stable on both leaflets. One clip was deployed, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.